Manufacturer narrative:
A ge service rep preformed an on site investigation. The malfunction was verified. Replaced the single board computer, system interface pcb and video processor u3 ic chip. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 8800 system has intermittent boot problems. There was no report of pt injury.